Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has to press the buttons on the touchscreen multiple times for the pump to respond. Customer had elevated blood glucose levels (500 mg/dl). Customer stabilized blood glucose levels via injections. It was indicated that the customer has a back up method for continued insulin therapy.